Manufacturer narrative:
This injury occurred during revision of an axialif, performed due to pedicle screw loosening. Index procedure in (B)(6) 2012, revision in (B)(6) 2012. In opinion of surgeon, injury happened during initial exposure prior to introduction of axialif instrumentation; the scar tissue related to the incision could have impacted his tactile feedback or influenced the path of the scalpel upon initial incision.

Event description:
Bowel injury, related to initial exposure and not axialif instrumentation.